Manufacturer narrative:
Citation: angsubhakorn n., et al. Junctional rhythm following transcatheter aortic valve replacement. Heart rhythm case reports, 2020 oct; 6(10):749-753. Published online 2020 july 22. Doi: 10.1016/j.hrcr.2020.07.012. Earliest date of publish used for event date. [Medtronic products referenced: evolutr (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with coronary artery disease (cad) status-post coronary artery bypass grafting (CABG) and severe aortic stenosis. The patient underwent transcatheter aortic valve replacement (tavr) using a 34-mm medtronic evolutr bioprosthetic valve (no serial numbers provided). Post-tavr, the patient developed a bradycardic junctional heart rhythm and left bundle branch block (lbbb), per electrocardiogram (ECG). No additional adverse patient effects or product performance issues were reported.